Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirm the reported issue. Review of system log file could not confirm the malfunction. Upon troubleshooting, it was identified that the lever on the bottom of the geometry module was in incorrect position. Rse advised the customer to correct the lever position. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was identified that the malfunction occurred due to customer's operation error. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm moved in an unintended direction. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and corrected the lever position on the geometry module, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.